Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited noise with arm movement. A chest x-ray revealed a conductor fracture near the pocket area. In a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the cathode coils and anode coils were cut, and only a 535 mm distal segment of the lead was returned. The lead segment had dried blood throughout the lead lumen, an extracting stylet stuck inside the lead, and deformed conductor coils at the suture sleeve tie-down site. The lead segment passed conductor resistance testing, confirming the conductor remained continuous within the returned segment. Analysis was unable to confirm the allegation of conductor fracture.